Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 02-feb-2021. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Manufacturer narrative:
Apoc incident # 845281 apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding act celite cartridges that yielded a result of >1000 on an (B)(6) year old female patient presented for a transaortic valve replacement. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.